Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump module in the oncology unit alarmed for "channel error" and shut down during an infusion. The customer stated that the iui connectors were corroded and the latches needed to be replaced. There was no report of patient harm.